Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button cover was missing and the contacts were corroded. The cause of the intermittent response button is the corroded contacts.  The root cause of the corroded contacts cannot be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.